Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported "the product is very hard to remove from the skin". The end user clarified that it is the mass and not the tape border that is affected. No further details have been provided.

Manufacturer narrative:
No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).